Event description:
Customer alleges false positive troponin I (tni) results: draw date: (B)(6) 2012, draw time: 11pm, result date: (B)(6) 2012, lot w49768: 0.59, siemens vista: <0.04. Draw date: (B)(6) 2012, draw time: 11pm, result date: (B)(6) 2012, lot w49768: 0.52, lot w50624: <0.05. Draw date: (B)(6) 2012, draw time: 11pm, result date: (B)(6) 2012, lot w49768: 0.37, lot w50624: <0.05. Patient also resulted ck=1.9 and myo=33.5 on initial triage result. The siemens vista also resulted ck<0.05. Patient's admission complaint was "abdominal pain." No EKG available. Patient was discharged without. Lab uses 0.4 as tni cutoff and considers 0.05-0.39 as a grey zone. A point of care testing manager visited the site on (B)(6) 2012 and reran the same sample.

Manufacturer narrative:
Investigation pending.